Manufacturer narrative:
Correction- h8 has been updated to indicate initial use of device. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated the arcing appeared when energized in maryland bipolar forceps. The location is unknown. The instrument was inspected, at first, there was no damage, but the cable broke during use several times. The cauterizing was performed when the issue occurred. When the arcing event occurred, maryland bipolar forceps, fenestrated bipolar forceps and cadiere forceps were used. The erbe vio dv was used, there was no response from the site about cut. Coag was effect4. It is unknown how long the instrument was being used before the arcing event and the tips were in contact with tissue. There was no injury to the patient, the patient has not returned to the hospital with any post-surgical complications. The surgeon believes that the arcing occurred due to charring. The instrument was inspected prior to use and there was no damage out of the ordinary. The instrument was properly connected, there was no instrument collision, the instrument did not touch any staples, clips or sutures while energized. The jaws were not submerged in any liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument sparked. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.